Manufacturer narrative:
Manufacturers ref# (B)(4). E1) phone number: (B)(6). G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: approach was via the right access route. Patient anatomy: a y-graft replacement had been performed. This was a thoracic endovascular aortic repair (tevar) case planned to add the zta-p-42-121-w1 to a previously treated anatomy with najuta and valiant stent grafts. Advancement of the introducer sheath was unsuccessful. It could not pass the tortuous segment of the descending thoracic aorta. A pull-through technique was attempted, but advancement remained difficult. Ultimately, the tevar procedure was aborted. Patient outcome: no patient health hazards.